Event description:
It was reported that the patient with a cardiac resynchronization therapy defibrillator (crt-d) died. At a follow up visit, the right ventricular lead had low sensing issues. The patient underwent a lead revision. At the time of the revision, the lead was attached to an analyzer and had normal function, when it was attached back to the implanted device there was only noise and 0 ohms. They then attached the lead to a new device all together, the lead function was normal. During defibrillation function testing, the patient died. No further details have been provided.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All attempts for follow up have been completed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.